Manufacturer narrative:
Section d4 catalog number was corrected.

Manufacturer narrative:
Impella purge cassette returned for evaluation. Priming problems- during set-up, purge would not flow from pc. New cassette placed and problem resolved. Data log review showed purge tick abnormality of 6 minutes straight of de-air attempts. After less than 1 minute of no purge ticks, de-air attempted again with success. The purge cassette gen2 was returned and inspected. The pc was able to run with a known good pump without issue and showed no physical abnormalities. The cause of the priming problems was not determined due to no defect found with the returned product, inconclusive data log review, and insufficient clinical details. Purge cassette lot 1912669 passed all incoming inspection testing.

Event description:
The complainant reported that the purge cassette did not allow purge flow when installed in the automated instrument. A replacement cassette was used, and the purge function operated normally.